Event description:
It was reported that the plunger not in place. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the right plunger case was cracked. During syringe testing and check the reading of syringe plunger sensor, reported problem was duplicated. The root cause of the reported issue was found to be q1 chip on plunger board broke off. Replaced plunger board and performed all functional testing which passed. (UDI) is unknown. No product information has been provided to date.